Event description:
It was reported that the right atrial (ra) lead was found to be dislodged via a review of x-ray. The ra lead was explanted and replaced with a new competitor's ra lead. The patient was stable prior to, during and post-procedure.